Event description:
After closing the pocket, this device failed dft testing at 30j in both normal and reverse polarity. The pocket was reopened and the physician replaced this device with a competitive device which a higher energy maximum shock capability. This device was retained by this hospital. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos, three charging cycles were recorded to the ICD's memory. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In addition, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.